Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, in the same month as onset, the patient was hospitalized and was treated with cephalosporin (intraperitoneally, dose and frequency not reported). On an unreported date the patient was discharged from the hospital and had recovered from the event. Action taken with dianeal therapies was not reported. No additional information is available.